Event description:
It was reported that atrial fibrillation occurred . The severely stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.50mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, when using the balloon, atrial fibrillation occurred and the physician aborted the procedure.